Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer stated that she was in a seated position when the pump vibrated the motor error. The customer was not able to clear the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.